Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess any product condition. The user reported the cannula was not inserted into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). It you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The pt reported that on (B)(6) 2012 at 11:00am her blood glucose was 209 mg/dl, so she gave a correction bolus using the pdm bolus calculator (exact dosage not reported). By 12:15 pm her bg rose to 330 mg/dl; another bolus was administered (with pdm bolus calculator). She started to feel ill and was throwing up, so she checked her bg and it was measured 400 mg/dl. After removing the pod she noticed the cannula was not inserted into the infusion site. She went to the emergency room where she was admitted for further observation.